Event description:
54 male pt - revision of right austin moore, reporter removed the austin moore and went on the stryker restoration system. Based on clinical judgement, rpt made the decision to implant a no 9 stem - 15mm distal diameter and a length of 155. The incident occurred when implantation of the entire stem went in without a mallet and no torsional / rotational stability was evident. In addition, while testing for stability, a large crack occurred in the calcar. Calcar was wired with dall miles cables, it was found that the implant was undersized.